Event description:
After completing a saline instilled sonogram procedure, the np (nurse practitioner) was unable to deflate the balloon on the h/s (hysterosonography) catheter. After troubleshooting, the np cut the tube connecting the syringe to the balloon and the balloon deflated allowing the catheter to be safely removed.